Event description:
Male patient came into the ed with an nstemi (non-st-elevation myocardial infarction). Heparin drip started at 1700units/hr with a rate of 34ml/hr. 2 hours later when the rn went into the room, the pump was alarming, and the heparin bag was empty. The pump was still programmed correctly and had >400ml ltbi in the pump. Heparin d/cd, md made aware and assessed pt. Patient was on q 1 hour cbc, ptt, and neuro checks overnight. Ptt normalized on its own and the heparin drip was restarted. No spillage or leakage noted on floor or bed.